Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pump module had multiple air-in-line alarms without notable air in the line. The clinician ¿gently tried to stretch the line¿ which resulted in IV tubing sets being disconnected. There was patient involvement but no harm.

Event description:
It was reported that the pump module had multiple air-in-line alarms without notable air in the line. The clinician ¿gently tried to stretch the line¿ which resulted in IV tubing sets being disconnected. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex a and g codes.